Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 49 mg/dl at the time of incident. Customer stated that during the night time insulin pump was delivering too much insulin while day time it was not giving them enough insulin. Customer stated the retainer ring was cracked. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. Customer reported that the insulin pump will be returned for analysis.